Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery during the manual prime process. The patient's blood glucose at the time of incident was 481 mg/dl, which he treated with pump therapy and a manual insulin injection. Troubleshooting was initiated for the no delivery. The customer primed the pump successfully and was advised that the pump was working as designed. No products were shipped or returned.